Event description:
The pt was implanted with a ventricular assist device. An intermac's report was received which stated that there was device thrombosis and fibrin debris. There was also diminished flash in the rvad pump.

Manufacturer narrative:
The MFR received add'l info that the pt was transplanted. The attached user facility reports were received from the intermac's registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.